Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a transient pump reset; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted left ventricular assist device (lvad) event log file revealed a pump reset event on 01mar2022. No other notable events were observed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. These documents outline all system controller alarms, as well as the appropriate actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer's investigation is complete. Initial reporter email: (B)(6).

Event description:
It was reported that a pump reset occurred on (B)(6) 2023. This was found during an investigation of the log files.